Event description:
Roadrunner mobility technician informs, customer alleges wheelchair not responding due to joystick.

Manufacturer narrative:
(B)(4) has been initiated for this event. Model r51lxp, serial number/date (B)(4) is approximately 1 month of age. The owner's manual part number 1106645 ( rev g jul-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The technician alleges that they were dispatched to the end user to asses their wheelchair for not responding right away. The technician will be returning the joystick for evaluation.